Event description:
Info was received that the ratchet mechanism, called a rotor, of this bioprosthetic aortic valve holder detached from the cinch mechanism during the implant procedure. It was reported that the surgeon had applied slight pressure with the handle when placing the valve in the annulus, which may have caused the rotor to separate from the cinch mechanism. The valve was successfully implanted with no further complication.

Manufacturer narrative:
Analysis: upon receipt, visual examination confirmed that the rotor was detached from the cinch mechanism. Microscopic examination of the suture that ties the rotor to the holder body shows a clean break surface, which was likely caused by a scalpel. It also appears that these sutures had not been cut at the appropriate locations, as instructed in the IFU. Laboratory testing was unable to identify the cause for the rotor separating from cinch mechanism, but user technique likely contributed to the observation. Medtronic continues to examine possible scenarios in which this can occur. Review of the device history record for this product shows that the device met mfg specifications when released for distribution. Conclusion: the valve was successfully implanted, and the detached rotor was successfully retrieved without reported complication to the pt. Reduced performance of the device likely related to user technique. No reported adverse pt outcomes.